Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the black power cable was confirmed during evaluation of the returned heartmate 3 system controller (serial number: (B)(6)). Visual inspection of the controller revealed that the outer jacket and strain relief of the black power cable had twisted. It was also noted that the polyurethane jacket beneath the twisted strain relief had slightly torn. The system controller was functionally tested and found to perform as intended, even when the cables were manipulated by hand. The controller was able to operate a test pump for an extended period of time without issue. The outer jacket of the black power cable was then removed, revealing no damages to the inner wires of the cable. The submitted and downloaded log files were also reviewed; these files collectively contained approximately 2 days of data (10oct2022 to 12oct2022 per timestamp). No atypical events were observed, and the pump maintained a speed above the low speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 6 "equipment maintenance describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter postal office or zip code: (B)(6).

Event description:
It was reported that the patient presented to the clinic with damage to the black power cable on the system controller. The controller was exchanged and a log file was taken.